Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was replaced to address the issue. Patient had effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2021-16612, 1627487-2021-16613, 1627487-2021-16614. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on 8 contacts for two leads. Reprogramming was attempted, but was unable to restore therapy. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which two leads have impedance issues, therefore all leads are being reported.